Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01 / expiration date: 14 may 2020 / serial#: (B)(4). Device available for eval: no, mfg date: 20 nov 2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high thresholds. The ipg was recaptured and during the second deployment the ipg dislodged. The ipg was recaptured and repositioned several more times but high and unstable thresholds remained. The device and the delivery system were removed and replacement is planned. No patient complications have been reported as a result of this event.